Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Laboratory testing was also unable to reproduce the reported clinical observations of high thresholds, loss of capture and dislodgement. There were three cuts noted in the outer insulation, but this was likely from the explant procedure. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this patient's heart rate declined to around 40 beats per minute. Since the patient is pacemaker dependent, the device was checked immediately. It was noted the patient had high right ventricular (rv) pacing thresholds and loss of capture. A chest x-ray was performed, and it was determined the rv lead was dislodged. The decision was made to reposition the rv lead. However, during the repositioning procedure, difficulty extending/retracting the helix was encountered. The physician attempted to retract the helix, but the helix would not retract after 15 rotations. The stylet was pushed in and pulled out, and five more rotations of the helix was performed, but the helix still would not retract. The stylet was then pushed and pulled again, and the helix was able to retract. The rv lead was repositioned, manipulation of the helix was performed, but the helix would not extend. Since the helix would not extend, the decision was made to explant this rv lead. A new rv lead was implanted and the procedure was completed successfully. No additional adverse patient effects were reported.